Event description:
On 03-mar-2010, stryker (B) (4) reviewed a literature article entitled 'use of bone morphogenetic proteins in arthrodesis: clinical results, nikolaos k. Kanakaris, ravi mallina, giorgio m. Calori, george kontakis, peter v. Giannoudis, injury 2009; 40(suppl 3); s62-6. The authors reviewed the use of bmps in arthrodesis and describe clinical outcomes in 16 cases (19 anatomical sites). According to the authors, there were no postoperative complications related to bmp-7 use. The authors stated that there were three superficial wound infections treated with antibiotics and one deep vein thrombosis of an ankle fusion in which warfarin was administered for four months. In addition, two of the cases experienced treatment failures. It is considered highly likely that at least one of these pts was described in earlier papers from these authors and reported to stryker biotech. Further information will be requested from the authors. This initial MDR is being submitted as an aggregate report until further information is received.